Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device was electively explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received indicated that the device was electively explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.